Manufacturer narrative:
No product returned. Because no device or device logs were returned or expected to be returned, no failure investigation could be performed. The root cause of the customer's experience was not identified.

Event description:
The customer reported that a pump programmed to infuse vancomycin for over 1 hour was noted to infuse within 30 minutes. The pumps programming was verified by another staff member. There was no patient harm.